Event description:
It was reported that insulin gauge on pump displayed an amount different than expected and showed a static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support while still experiencing issue, and technical support explained that this could occur due to large differences in measured pressures used to calculate insulin remaining and that fill estimate would begin to decrease once actual insulin amount matched static value; customer understood and acknowledged information, and no further actions were reported.